Event description:
The customer reported that he received a battery out limit alarm on the insulin pump, during normal use. His blood glucose was 223 mg/dl. It was explained the alarm may indicate a loose battery cap. Assistance was provided with clearing the alarm and reprogramming the time and date. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.